Event description:
An ophthalmologist reported that a cassette failed to prime. The scrub sister tried three times, but the unit kept displaying a system message. There was a 25 minute delay in the procedure, but no harm to the pt.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add¿l reportable info becomes available. (B)(4).